Manufacturer narrative:
Batch review performed on 27-06-2025. Reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot: 2429370: (B)(4) items manufactured and released on 27-01-2025 expiration date: 2030-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: batch review performed on 27-06-2025. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot: 2426798: (B)(4) items manufactured and released on 07-02-2025 expiration date: 2030-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department a revision was performed one month after the primary reverse shoulder arthroplasty (rsa) due to a dislocation. Such events are commonly associated with insufficient restoration of soft tissue tension following the initial procedure. To address this, the surgeon opted to lateralize the implant in order to increase soft tissue tension. Based on the available information, no further conclusions can be drawn. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 month from primary, the patient came in reporting pain due to a dislocation. The cause of the dislocation is unknown. The surgeon revised the poly and upsized to a +3mm liner. The surgery was completed successfully. It should be noted that the coupling of grs baseplate full wedge with a lateralized glenosphere is not registered for use.